Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photograph, it shows a part of the tubing of the set with a cut which may attribute to leakage and air in line which was noted by the customer. Based on the data from the investigation, the reported defect was unable to be confirmed to be attributed to any manufacturing process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line. "When tubing pulled out to check for air, noted vacuum in line between pump segment and green clamp. Once upper roller clamp opened to move air, medication began pouring out of the tube at green clamp. Green clamp opened to investigate and noted completely cracked."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.